Event description:
(B)(4). I have constant pelvic pain, heavy long lasting (10 to 12 ) days of bleeding , hair loss, fatigue, depression, weight gain, back pain, bowel issues, bloating. I never feel good. I work out, and eat healthy but I feel horrible , pain all the time, sometimes it's debilitating.